Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after cartridge loading during a laparoscopic colon resection procedure, the device did not close and did not cut. A second device was opened, but the same problem occurred. A third stapler was opened and the case was completed with this third device without any complication. There was no patient injury.